Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise and the unexpected delivery of a ventricular tachyarrthymia therapy. Episodes of emi oversensing noted on 2014-(B)(6). Inappropriate shock due to emi.

Event description:
It was reported that the patient received inappropriate therapy due to possible noise on the right ventricular (rv) lead. The patient was sitting poolside with their feet in the water at the time. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.